Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was over 500 mg/dl and 520 mg/dl. The customer reported that they treated high blood glucose level with the insulin pump with 5 units. The customer did not mention any symptom related to high blood glucose level. The customer reported that the insulin pump had moor error during bolus. The stated that they were able to clear the alarm and rewind the insulin pump. The customer stated that the drive support cap appeared normal. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.